Event description:
It was reported that during an extraction procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, corrosion was discovered on bearings, motor, bearing stop and nose cone. The corroded bearings and motor can be a cause of overheating.